Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a laparoscopic nephrectomy, the device did not cut tissue while in use. The jaws did not seem to be aligned. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The information for use for this product states: avoid using the ultra shears. Device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.